Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after onlay implant, the patient experienced hernia recurrence, floating mesh, adhesions, diastasis, abdominal pain and eventration of subfascial mesh. Post-operative patient treatment included revision surgery using bard ventralight echo mesh, laparoscopic incisional hernia repair and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, floating mesh, adhesions, diastasis. Post-operative patient treatment included revision surgery.